Manufacturer narrative:
(B)(4). Conclusion: reported as issue could not be cleared by operator. Due to (B)(6), device will not be replaced. Customer advised to remove from service.

Event description:
It has been reported the AED is depleting batteries rapidly.